Event description:
Boston scientific received information that during a routine device check this right ventricular (rv) lead displayed pacing impedances of greater than 200 ohms, loss of myocardial capture at maximum output and noise. The lead was suspected to have fractured. The patient was seen for a revision procedure where the lead was tested in both unipolar and bipolar configuration through the device pacing system analyzer (psa). All testing yielded out of range impedances, non-capture and noise. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.